Event description:
It was reported that the PICC was inserted into patient on (B)(6) 2013, the process went smoothly. On (B)(6), when the patient finished her therapy and decided to remove the catheter, the nurse helped to pull out of the catheter and she found there was a leakage at the site of 20cm. A new PICC was placed.

Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Returned for evaluation is an assembled 4 fr groshong catheter. During functional testing a leak was observe emanating from the catheter between the 26 and 27 cm depth markers. Microscopic examination of the leak site reveals a "sculpted" shallow notch in the catheter tubing. A slice of catheter material is missing from the catheter. The "sculpted slit site measures <0.1 inches in length. Without applying tension or torque to the catheter the hole in the tubing can be seen revealing the inner lumen. The edges are straight, longitudinal, well-defined and with a smooth striated veneer. These traits are characteristic of tubing that has been severed with a sharp instrument. With the evaluation of the sample that has been received, this product contains damage characteristic that suggest an inadvertent nick with a sharp instrument. However, the longevity of the indwell time, suggest another (other) factor(s) was (were) involved with this device. The true mechanism of damage with this device is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. According to the complaint description the catheter had been in place for approximately 8 months prior to the complaint incident. A lot history review (lhr) of rewj0101 showed no other similar product complaint(s) from this lot number.